Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention may include, but are not limited to endoleak.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. During the procedure, the angiography revealed a distal type I endoleak in the right leg. Nbca was injected but the endoleak remained. On (B)(6) 2021, a contralateral leg endoprosthesis was implanted to extend the right leg. The endoleak was resolved. The patient tolerated the procedure. The physician commented that there was not enough apposition between the artery and the stent graft in the right limb during the initial procedure.